Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.reported events1 event was reported for this quarter.product return status1 device was evaluated in the field.additional information1 device was not labeled for single-use.1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had paint chips missing. - 1 event had no patient involvement; no patient impact.